Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department post shock for ventricular tachycardia (vt) and with bradycardia witnessed by the emergency medical services. Upon interrogation it was determined that the right ventricular (rv) lead had triggered a lead integrity alert (lia) due to high rate non-sustained episodes and sensing integrity counter (sic). In addition, stored electrograms showed oversensing. It was noted that the patient had taken a fall the week before while escaping their house due to a fire. The rv lead remains in use. No further patient complications have been reported as a result of this event.